Manufacturer narrative:
Pump passed the functional tests, including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and dat at 0.0872 inches. No prime fill anomaly noted during testing. All buttons function properly. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 09/13/2025 listed on smartsolve due to insufficient data in the trace/history files. No damage noted at the electronic assemblies during visual inspection. The j1 connector on pcba 1 was locked properly during visual inspection. Test sc1-cap locks properly into place. The following were noted during visual inspection: scratched case, stained keypad overlay, pillowing keypad overlay, and cracked keypad overlay. Alleged prime/fill anomaly not confirmed during testing. Keypad/buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Unable to verify for alleged high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported prime anomaly and pump button arrows are not moving. Blood glucose value at the time of event was 300 mg/dl. The customer was treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-332a, mmt-7040ma, mmt-397a, mmt-1884. Troubleshooting was performed. Customer reported being unable to exit load reservoir process. Attempted to complete again but pump could not complete the load reservoir process. The customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-332a, mmt-7040ma, mmt-397a. Customer will discontinue to use the pump. Product mmt-1884 was requested and customer agreed to return the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.